Manufacturer narrative:
Additional information: b5. Describe event or problem. H6. Impact codes and device codes.

Event description:
It was reported that this right atrial (ra) lead was repositioned due to a dislodgement presented, which was confirmed through x-rays. No additional adverse patient effects were reported. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was repositioned due to a dislodgement presented. No additional information is available at the moment. No additional adverse patient effects were reported.